Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e727 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e727 for the reported complaint issue shows no trends. Trends were reviewed for complaint category bag leak, and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the return product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. This case is reportable as a MDR due to the reportable malfunction, bag leak. Since the bag leak is associated with the kit, only one MDR will be filed for this case. (B)(4).

Event description:
Customer called to report that she noticed a leak in the treatment bag near the joint of the injection port at the end of the first cycle. Treatment was aborted and no blood was returned to the patient. Patient was stable. Customer had nothing further to report. Customer will return treatment bag for investigation.

Manufacturer narrative:
The recirculation bag component of the complaint kit and data key were returned for evaluation. Review of the data key determined that a blood pump error alarm had occurred during the treatment. Examination of the recirculation bag determined that the injection port was torn. The blood pump error alarm likely occurred due to the torn injection port allowing air into the kit. A root cause for the torn injection port could not be determined based on the available information. Investigation complete. (B)(4).